Event description:
The user facility reported that the listed device was checked for leaks prior to use. No leaks were detected at that time. After an unknown amount of time o fuse, the cuff was found leaking. No adverse effects to the patient were reported.

Manufacturer narrative:
Device evaluation: smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.